Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report by a physician from (B)(6) of peritonitis: study title: (B)(6), prospective, randomized trial to demonstrate improved metabolic control of physioneal, extraneal, nutrineal (p-e-n) vs dianeal only treatment in diabetic capd and apd patients - the impendia trial; type of study: phase iii; protocol number: (B)(6) subject initials: (B)(6); subject number (B)(6); site number: (B)(6); study sponsor: baxter. This is a clinical report by a physician from (B)(6) of capd peritonitis caused by fungal infection (coded to fungal peritonitis) in a (B)(6) maori male subject coincident with dianeal pd2 therapy. On (B)(6) 2011, the subject received the last dose of study product, and on (B)(6) 2011, the subject left the study. On (B)(6) 2011, the subject was diagnosed with capd peritonitis caused by fungal infection. On (B)(6) 2011, the subject presented to the emergency room with severe abdominal pain and was hospitalized. Upon admission to the hospital, the subject had no fever. The subject was treated with intraperitoneal cephazolin (2 g) and intraperitoneal gentamicin (60 mg). The subject was also treated with oral fluconazole (100 mg orally daily). On (B)(6) 2011, the subject's peritoneal catheter was removed, and a left intrajugular vascath was inserted. The subject was started on hemodialysis on (B)(6) 2011. On (B)(6) 2011, the capd peritonitis caused by fungal infection was considered resolved, and the subject was discharged from the hospital with a two week course of oral fluconazole and two more days of gentamycin and cephazolin. The subject was a non-smoker and abstained from alcohol. Concomitant medication included aspirin (e.c.), candesartan, simvastatin, frusemide, omeprazole, domperidone, alfacalcidol, amitriptyline, paracetamol, laxsol (docusate sodium w/senna), protaphane, and novorapid. The investigator deemed the event severe in nature and unrelated to dianeal pd2 therapy or the trial procedure. An alternative etiology was not provided.